Event description:
The event involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve and it was reported that the cytotoxic drug leak was detected in the outpatient chemotherapy unit, at the patient's bedside. The bag and its extension were quickly isolated, and a clearly visible crack was observed at the spike of this opaque tubing. The crack was not present during bag preparation in the chemotherapy unit, nor at the time of dispensing, as no leakage was observed at those times. The spike therefore cracked in the interval between dispensing and administration. This problem occurred twice, with two different patients, but with the same product: cyclophosphamide 1000 mg/2 ml reddy pharma. Current patient condition: no adverse patient consequences, a few drops on the skin, immediately cleaned with clean water. Cytotoxic leak exposing healthcare staff. Actions taken at the healthcare facility for patient management: isolation of a defective medical device, change to the protocol for preparing this cytotoxic agent: multiple rinses added to the procedure to further dilute the product in the area where the undiluted product is added [note: cyclophosphamide from this lab with a concentration of 500 mg/ml versus 20 mg/ml for baxter's endoxan]. There was reported patient involvement. There was only one patient who was exposed to the skin level. There was approximately 45 minutes delay for the patient who had been exposed. The therapies were completed. The leak was cleaned up according to the facility's protocol with a specific kit. The patients received the full prescribed dose. This report is for patient 1 of 2.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Investigation summary: received one (1) used. List #011-h1225, 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave®, luer check valve; lot #unknown. A crack was observed on the bag spike body. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crack near the filter on the bag spike. The crack would cause a leak during use. The probable cause of the crack is unknown. Device history revie could not be conducted because no lot number(s) was/were identified.